Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-386a, mmt-1880l, mmt-332a. Troubleshooting was performed, but the issue was not resolved. No harm requiring medical intervention was reported. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. The customer will discontinue using the infusion set. Mmt-386a was requested, and the customer's response was that the device would be returned. The customer will discontinue using the insulin pump. Mmt-1880l was requested, and the customer's response was that the device would be returned. The customer will discontinue using the reservoir. Mmt-332a was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected insulin flow block alarms noted during testing. Unit was successfully downloaded using thump software. However on adapt, confirmed no delivery (7) alarm on 04/18/2025 20:06:54.000 during [bolus/basal/priming]. Hour for alarms that may have occurred in the past and line number 460 file number 121 04/18/2025 20:07:06.000 or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform a visual inspection and found moisture damage on the electronics, battery tube, motor, vibrator during visual inspection. P-cap locked in place properly during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. In summary, customer concern for no delivery/occlusion alarm is not confirmed. However, moisture damage found on the electronics, battery tube and motor, vibrator during visual inspection medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.